Manufacturer narrative:
Device was returned and is under investigation. A supplemental report will be submitted upon completion of investigation.

Event description:
During a cryoablation of a soft tissue lession in the chest above the left breast, the doctor noticed the shaft of one of the icerod 1.5 cx needle started to collect frost. The physician stopped freezing, thawed the needle enough to remove the needle with shaft frosting and replaced it with an additional icerod 1.5 cx needle. The procedure was successfully completed. The patient was not harmed.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient.